Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿curled edge on the introducer¿ was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4.5fr ptfe microintroducer dilator/sheath. The sample contained usage residue throughout, the dilator tip was slightly bent and the distal edge of the introducer sheath contained a region which was bunched up. Microscopic examination of this region showed that it had been pulled back at two points which caused the center region to curl inwards. This type of damage can occur if the introducer is forced against the edge of tough tissue or fascia and can be mitigated by using a rotational motion during insertion of the introducer and avoiding steep insertion angles. No potential manufacture contributing factor was observed. A lot history review (lhr) of rebz0762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer would not go into the patient despite a "dermatotomy" being performed. User made several attempts at insertion and even tried dilating the site by using the inner white piece of the introducer on its own and then adding back on the grey outer layer. This is when the user then noticed the curled edge at the proximal end of the grey layer on the introducer. The procedure was completed by opening a new microintroducer kit and used a new introducer. No issues with the new introducer were noted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebz0762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer would not go into the patient despite a "dermatotomy" being performed. User made several attempts at insertion and even tried dilating the site by using the inner white piece of the introducer on its own and then adding back on the grey outer layer. This is when the user then noticed the curled edge at the proximal end of the grey layer on the introducer. The procedure was completed by opening a new microintroducer kit and used a new introducer. No issues with the new introducer were noted.